Event description:
Patient reported device not delivering accurately, causing eratic blood glucose. (20 - 300 mg/dl). Patient indicated that he had gotten recurring 04 (occlusion) errors. Patient stated that he had an infection, which he believed was due to an allergy to the infusion head set.